Manufacturer narrative:
Abbott conducted a review of complaint files under a non-product CAPA and identified that a report was required to be filed as a result of the subject event. Distributed devices are not affected by the CAPA. Additionally, no new risks were identified, and no product-related actions are required as a result of this report submission. Furthermore, product performance trending is not impacted by this report, and no new mitigation actions are required as a result of this report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the symptomatic patient's pulse generator exhibited crosstalk during a post-surgery interrogation. The crosstalk eventually went away on its own. Programming changes were also made and the crosstalk did not return. The patient was also experiencing premature atrial and ventricular contractions which was suspected to be due to the surgery which had taken place.